Event description:
It was reported that the wires were exposed on the motor device due to the hose becoming detached from the handpiece. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the cord was separated from the motor which is indicative of extreme pulling while wiping the cord down for cleaning purposes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/ or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.